Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 10.0x31mm carotid wallstent was prepped for use, the physician was unable to load the wire though the monorail port and it was noted that a stent strut was sticking out. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. No issues were noted with the profile of the device. During analysis when a 0.014 inch filterwire was inserted through the device it exited the monorail exit as required. Several further attempts were made with slight rotation of the shaft and intermittently the filterwire would meet a restriction at the inner bath tub stamp or exit the monorail exit as required. During analysis the stent was deployed and no issues were noted with the profile of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 10.0x31mm carotid wallstent was prepped for use, the physician was unable to load the wire though the monorail port and it was noted that a stent strut was sticking out. No patient complications were reported and the patient status is stable.